Manufacturer narrative:
(B)(4). Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was successfully repositioned due to perforation. No additional adverse patient effects were reported.